Event description:
It was reported to philips that the system gave an alert indicating the image processing computer was unable to boot up, preventing imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during an undergoing diagnosis for coronary procedure. The procedure was completed as planned by using only the live monitor at the time of event. The philips remote service engineer (rse) examined the system remotely and confirmed that the system reference monitors were not displaying on the screen, which prevented imaging. Review of the logfile shows inconsistent image store and possible wrong firmware and indicated an issue with the ippc. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the ippc video card had no outputs for ref 1 and ref 2 monitors. To resolve the issue, the fse replaced and removed the ippc and reloaded the software. The defective part was sent for analysis, for ippc failure was observed and the failure was found to be a failed component cpu. After replacing the ippc, fse found one reference monitor located at the back of the mcs (main control system) was defective and was resolved in another case. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure was carried out as planned using the live monitor and the reported issue did not impact the procedure. This is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.